Event description:
Spacelabs received a report that on (B)(6) 2015, an (B)(4) anesthesia machine went into failed state during a surgical case. The customer rebooted and continued the case. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.